Manufacturer narrative:
The insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or pump error 63 alarms noted during testing however, pump error 63 alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly.

Event description:
The customer was reported via phone call that, the insulin pump had insulin flow blocked alarm and hardware low level failure alert. The blood glucose was 120 mg/dl at the time of the incident. The customer stated that, the alarm occurred during self test. Error table indicates that pump error alarm cleared active insulin. The device is expected to be returned for analysis.